Manufacturer narrative:
H10: of the 14 devices, 12 lot numbers were provided and lot history reviews were performed. All the 14 devices were not returned to the manufacturer for evaluation; however, medical records were provided for 14 malfunctions. For 11 malfunctions, the investigation is confirmed for perforation of the inferior vena cava (ivc). For one malfunction, the investigation is confirmed for perforation; however, the investigation is unconfirmed for tilt. For the remaining two malfunctions, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot no: gfti2491, gftj1969, gftd2398, gfth3283, gfti3857, gfua0295, gfsl1348, gfti3849, gfsi0006, unknown), g3. H11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 14 malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. This malfunction involved all 14 patients with no consequences. Of the 14 patients, 13 patients' ages were reported to be between 33-88 years and two patients¿ weight were reported to be between 60-98 kgs, five patients were reported as male, and eight patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
Of the 14 devices, 11 lot numbers were provided and lot history reviews were performed. Of the 14 device, product catalog no for one device was unk g2x. All the 14 devices were not returned to the manufacturer for evaluation; however, medical records were provided for 13 malfunctions. For 11 malfunctions, the investigation is confirmed for perforation of the inferior vena cava (ivc). For one malfunction, the investigation is confirmed for perforation; however, the investigation is unconfirmed for tilt. For the remaining two malfunctions, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: gfti2491, gftj1969, gftd2398, gfth3283, gfti3857, gfua0295, gfsl1348, gfti3849, unknown).

Event description:
This report summarizes 14 malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. This malfunction involved all 14 patients with no consequences. Of the 14 patients, 12 patients' ages were reported to be between 33-88 years and two patients¿ weight were reported to be between 60-98 kgs, five patients were reported as male, and eight patients were reported as female. All other patient details were not provided.